Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of leakage from the control head. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, a dirty objective lens was found. There was no patient involvement. ¿